Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable while being used on a patient. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications. (B)(4).